Event description:
On (B)(6) 2013, the patient contacted animas alleging that about three to four weeks ago she woke up with blood glucose (bg) 972mg/dl and found that the pump had no power. The patient stated she was not feeling well, felt lightheaded, experienced increased urination, and that she fell when walking from the bathroom but did not sustain any injury from the fall. The patient stated that she did not seek medical intervention as she does not have insurance and could not afford it. The patient stated that she treated her bgs with increased amounts of insulin and drank lots of fluids, and her bg eventually returned to target range. The patient stated she tried three different batteries and was able to get the pump to power back on. The patient noted she has not had any further power issues. There was no damage noted to the battery compartment or battery cap. This complaint is being reported because the patient allegedly experienced severe hyperglycemia while using insulin pump therapy after the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed multiple reboots. During evaluation, no physical damage was observed to the battery compartment or cap. The battery cap was within specifications and fastened securely onto the pump. The pump was exercised for 24 hours with no loss of power. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. The complaint could not be confirmed during testing. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly.